Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. A test baton was connected to the monitor and the monitor was powered on; the image was good. The cable was wiggled / flexed with no results. The monitor was attached to a rolling cart and the back casing was flexed. Green lines / static appeared on the screen. The failure was due to a faulty input connector. The faulty input connector / backshell assembly was replaced. The tests were performed again and the correct image appeared on the screen. Service complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, when the monitor was turned on the device went to green screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.